Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Rv min/max impedance measurements show steady in 1300/1400 ohms range during the data period (B)(4)-2009 through (B)(4)-2010. Patient alert triggers: triggered on (B)(4)-2010: lead failure predictor, vtns condition met, shortinterval condition met. On (B)(4)-2010, 15 non sustained tachycardia episodes were noted with cycle lengths greater than 210ms. One vf episode was aborted with no therapy delivered. The ventricular sensing integrity couter was at 80 with the first count occurring on (B)(4)-2010.

Event description:
It was reported that the patient presented for a routine interrogation and stated the device had been beeping the last couple days. There was unstable impedance, oversensing, intermittent loss of capture, and inhibition of pacing. During the sensing test, the patient became symptomatic. The device was reprogrammed, and the patient was admitted to the hospital for a lead revision. The lead remains in use. No patient complications have been reported as a result of this event.